Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device showed plunger sensor error. No patient injury reported.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found both tamper seals broken. The device was observed to have a cracked right plunger case. The device?s event history log was reviewed for evidence of the reported problem, lunger error? Was found in the log. To conduct functional testing the device was inspected. Upon review, the reported problem was duplicated. The dowel pin came out of the plunger head mount and was loose inside the plunger head which was the cause of the issue. Replaced head mount and pressed in new dowel pin to address the issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.